Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Please note that this report is associated with the following MFR report numbers: 3005168196-2015-00926, 3005168196-2015-00928, 3005168196-2015-00929, 3005168196-2015-00930. Hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils in the splenic artery. During the procedure, the physician met resistance while attempting to advance five different ruby coils through another manufacturer's microcatheter and was unable to deploy the ruby coils. The ruby coils were removed and not used. The procedure successfully continued using another manufacturer's coils. There was no report of an adverse effect on the patient.